Manufacturer narrative:
One medfusion 3500 pump was returned for analysis and the left and right plunger cases were damaged. The history showed a force sensor error. The device was tested via the startup process and the reported issue was confirmed. Customer damaged the force sensor likely either during the disassembly or reassembly of the plunger head. The device was repaired, and functional testing was performed.

Event description:
Information was received that the medfusion 3500 pump displayed a force sensor failure. There was no patient involved.